Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high, out-of-range (oor), shocking lead impedance measurement of more than 125 ohms. Boston scientific technical services (ts) reviewed data on the remote monitoring system and noted that impedance has been high since implant; troubleshooting was provided. Additional information was received indicating that the patient was seen in clinic and the physician elected to switch off the daily shock impedance measurement. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.